Manufacturer narrative:
The details provided do not indicate a specific date in (B)(6) when the patient had the follow up visit and therefore the event date chosen was the (B)(6). (B)(4). Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. Approximately 10 ¼ years later, the underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate, the patient has suffered and will continue to suffer significant medical expenses, paint and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. Approximately ten years and three months years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate, the patient has suffered and will continue to suffer significant medical expenses, paint and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient underwent placement of a trapease vena cava filter nine years and seven months ago. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts outside of the ivc and tilt. The patient became aware of the alleged failures ten years and three months post implantation. The patient reports severe pain at the site of implant, difficulty breathing at times, and mental anguish. The following additional information received per the medical records state that the patient has a history of deep vein thrombosis. During the implant procedure, percutaneous entry was made in the right internal jugular vein. A j guidewire was passed with a micro echo puncture needle. A micro wire and micro sheath was passed, through which a 0.035 wire was passed. Under fluoroscopy, the j guidewire was passed into the distal inferior vena cava over which the trapease filter 6-french delivery assembly with multi-holed obturator was passed. The filter was placed below the renals and there was no issue with deployment. The filter was confirmed to be in an upright projection with no rocking motion and all the struts were well engaged. The catheter and sheaths were removed. The patient tolerated the procedure well. A CT scan was performed on the patient ten years and three months post implantation. The CT scan of the abdomen and pelvis confirm that six filter struts have perforated the ivc and also confirm a two degree tilt right to left.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter had tilted and perforated the inferior vena cava (ivc). The patient also reports severe pain at the site of implant, difficulty breathing at times, and mental anguish. The indication for the filter implant was a history of recurrent deep vein thrombosis and obesity. The filter was placed via the right internal jugular vein and deployed below the level of the renal veins in the ivc without issue. The filter was confirmed to be in an upright projection with no rocking motion and all the struts were well engaged. The patient reportedly tolerated the procedure well. A computed tomography (CT) scan was performed on the patient ten years and three months post implantation. The scan revealed that six filter struts perforated the ivc and there was a two-degree tilt right to left. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety, pain and difficulty breathing do not represent a device malfunction and may be related to underlying patient related issues. With the limited information provided it is not possible to determine what may have contributed to the anxiety, difficulty breathing and pain that has been reported. Clinical factors that may have influenced the event include patient and pharmacological. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).